Manufacturer narrative:
(B)(4). Date sent 11/21/2024 d4 batch #942a64 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45b reload was returned with the one-piece sled missing and unfired making it nonfunctional. In addition, 5 double drivers out of position. The sled was not returned for analysis. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused this drivers condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 942a64, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/7/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr45b, lot number 148c47; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, noted the cartridge damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.